Event description:
It was reported that the patient presented in clinic for a follow up. During an xray a dislodgment was noted on the right ventricular (rv) lead. The physician elected to reposition the rv lead. There were no patient consequences.

Manufacturer narrative:
Correction: b5 and h6 for missing failure to capture coding.

Event description:
It was reported that the patient presented in clinic for a follow up. During an xray a dislodgment and failure to cpature was noted on the right ventricular (rv) lead. The physician elected to reposition the rv lead. There were no patient consequences.